Manufacturer narrative:
Block b3: exact date unknown, event occurred year 2020 or 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5073848/5029143.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. The scs was explanted during one of patients multiple back surgeries and it was unknown if the back surgeries were device related. No further information could be obtained despite good faith efforts.